Manufacturer narrative:
The hospital biomed will be replacing the flow control valve. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/29/18 phone call, 02/01/18 phone call, 02/05/18 phone call.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.